Event description:
The customer reported an issue with their meter which suggests the memory overwrite malfunction has occurred. There was no report of death or serious injury.

Event description:
User received discrepant estradiol results on a sample from an ivf patient. Initial result from primary sample tube was < 5.0 pg/ml. This result was accompanied by a data flag and was reported outside of the laboratory. The same primary tube was repeated giving a result of 3010.0 pg/ml. No actions were taken based upon the discrepant result and the patient was not affected. Estradiol reagent lot number - 15727201.

Manufacturer narrative:
It is unknown if initial reporter sent report to FDA.

Manufacturer narrative:
A specific root cause could not be identified as detailed instrument data was not supplied for further investigation. The patient was not affected by the low estradiol result.